Manufacturer narrative:
The bottles of glucose reagent were sent back to beckman coulter (bec) for evaluation. Visual inspection of the reagents did not show consistent particulates. The reagents passed both calibration and quality control (qc.) Malfunction of the glucose reagent could not be confirmed.

Manufacturer narrative:
The customer troubleshooted the instrument with beckman coulter (bec) customer technical support (cts) and found that the glum reagent contained white precipitate. The customer changed to a new lot of reagent. The bec field service engineer (fse) dispatched to the site evaluated the instrument. The fse did not find any hardware failures, but performed glum maintenance to prevent any further issues with precipitate. All associated mdrs: 8020879-2014-00003 and 8020879-2014-00004.

Event description:
The customer reported obtaining incorrect glucose (glum) results for 176 patients generated by two unicel® dxc 800 synchron® system analyzers on three dates. This report references the event that occurred on (B)(6) 2014 and involved a unicel® dxc 800 pro synchron® system serial number (B)(4); please refer to MDR 8020879-2014-00003 for the event that occurred on (B)(6) 2015 and MDR 8020879-2014-00004 for the event that occurred on (B)(6) 2014. On (B)(6) 2014, glum results for nine patients were incorrect and reported out of the laboratory. The patient samples were later retested and glum results were corrected. The customer is not aware of any change to patient treatment due to incorrect results. A remote review of quality control (qc) data showed that on the day of the event, glum qc results were out of specification on an initial run and were within specification upon rerun.